Event description:
It was reported that the patient presented remotely via merlin.net transmission. The patient received inappropriate atp therapy. Post-paced t-wave oversensing was observed. Programming changes were made. The patient was asymptomatic and doing well.